Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback pluto coronary orbital atherectomy device was used to treat lesions in the left main (lm) and proximal left anterior descending artery (lad). The patient had been transferred from another facility with an ejection fraction of 12%. The patient was intubated when transferred and a temporary pacer was already in place. During the procedure, significant wire bias was observed due to the guide catheter position and heavy calcification in the lm. A type c dissection and intramural hematoma were observed in the proximal lad following atherectomy. A stent was placed to resolve the dissection. The patient was stable at the conclusion of the procedure. An impella device and a balloon pump were both used during the procedure at different times.